Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.